Event description:
On/off button not working. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. The device was returned for on/off button not working. During the investigation, it was found that the device was failing to switch off via the on/off button. The measurements taken during the investigation would confirm a failing membrane, due to an increased resistance across track 13. The fault could not be replicated with a new membrane fitted. The sun bleaching on the upper-case assembly and the evidence of moisture ingress on the tracks within the membrane would suggest that the device had been stored in adverse conditions, however, this could not be verified by other means .it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
On/off button not working. No patient involved.